Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2009. It was reported that the pt is without stimulation and has observed the low battery warning for her ipg. She is also unable to communicate with the device via the charging system. In an effort to resolve this matter, a replacement charging system was shipped to the pt. F/u on this issue found that the alleged problem persists with the use of the new charging system. As such, surgical intervention will be undertaken at a later date to replace the pt's ipg.